Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rexj0352 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was in use and after 2 days broke between the butterfly and body of catheter. The catheter was withdrawal.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed; however the cause is unknown. Two photographs of a per-q-cath catheter were returned for evaluation. An initial visual observation of the photographs showed the catheter was inserted into a patient¿s arm. The luer connector could not be seen in the first photograph and no damage was observed on the catheter in the returned photograph. The second photograph showed the catheter was detached from the luer connector. The catheter could not be seen protruding from the distal end of the strain relief in the returned photograph. While the exact cause of the break in the catheter could not be determined from the returned photographs, possible causes of the break include tensile failure due to over-stretch, sharp instrument damage, and over-pressurization. A lot history review (lhr) of rexj0352 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was in use and after 2 days broke between the butterfly and body of catheter. The catheter was withdrawal.